Event description:
My medical and optometric healthcare providers did not properly screen me for lasik surgery. I had multiple disqualifying conditions at the time, including severe dry eyes and an autoimmune disorder. Following the procedure, I have had debilitating pain in my eyes, lost significant vision, and am now on short-term disability leave from work (fully expecting to transition to long-term disability leave in march). Prior to surgery, I asked my optometrist and my surgeon whether my existing dry eyes could result in complications or should disqualify me from surgery. I was repeatedly reassured that I would not have any problems and that any problems I did experience would be minimal or short-lived. I went from taking two pills a day to over 20 (including eye drops). My life and my significant other's life have become infinitely worse since the surgery the point where I have legitimately considered self-harm and suicide. (B)(6).